Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 29.0mmol/l. Customer treated the high blood glucose with pen. The customer stated that there is crack on the screen towards the front. The customer insulin pump is now powered down and will not power on. The customer was advised to stop using the pump and revert to backup plan. Customer was advised that we will replace the insulin pump.